Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Reported device not marketed in the us; however, similar devices/processes are. Mfg site eval: samples received: 1 open pouch. There are no previous complaints of this code batch. There are no units in OEM stock. We have received one open and used sample with the thread broken. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Knot pull tensile strength values fulfill the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). While opening the suture package, the suture cracks without pulling the shaft or in the middle of the thread.